Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver compressors were cycling on and off while the driver was connected to external wall air. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. A review of the driver's electronic patient file revealed numerous "external air connected" notifications. This was an indication that the necessary conditions required for the driver to operate exclusively on external air were not consistently met, thereby causing the driver to disable the "external air connected" icon and activate the primary compressor. During the investigation, the main tank pressure sensor voltage was out of the specified range. This indicated that the manual pressure regulator set point may have drifted, and there was insufficient airflow from the external air supply to the main tank. The investigation confirmed that the root cause for the reported issue was a malfunction of the manual pressure regulator, which could not maintain the proper set point. The manual pressure regulator was replaced, and the companion 2 driver passed all final performance testing. Syncardia has initiated a CAPA (corrective and preventive action) to address compressor cycling issues. This failure mode posed a low risk to the patient because although the companion 2 driver's compressor was cycling on and off, it did not prevent the driver from performing its life-sustaining functions. The compressors are designed to maintain tank pressure in the event the driver is disconnected from an external air source and serve as a backup air supply to support the patient. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver compressors were cycling on and off while the driver was connected to external wall air. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver's compressor was cycling on and off, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR.